Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower users were unable to restock nicardipine/ns 20 mg (200 ml) solution in the ICU pyxis es station. Scanned the item results in an error message. The medication cannot be unloaded as it does not appear on the unload list; however, it was visible on the destock list and remained accessible during both destocking and inventory counts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) tried multiple times to contact customer for further investigation later the customer confirmed that the issue was resolved, and no further investigation was required. The system functioned as intended after the customer resolved the issue.